Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated, or sutured when it broke? Vascular anastomosis. Were there any patient consequences ? No. What was used to complete the procedure? A new prolene. Patient's condition? Okay. Lot number? Qbbajh. Procedure name and date? Total cavo pulmonale connection norwood 3 am; (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the suture breakage during knotting. An opened box of unopened samples with product code 8706, lot # qbbajh were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A dispensed needle/suture piece of product code 8706, lot # qbbajh was received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with marks and lineal cut that appears to be by use of surgical instrument. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders, and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent a total cavo pulmonale connection norwood procedure on (B)(6) 2020, and suture was used. There was suture breakage during knotting. No adverse patient consequences were reported. Additional information was requested.